Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. It was also found that the dso seal was damaged. These were replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a broken bolus connector. The device evaluation revealed a damaged dso seal. There was unknown patient involvement and unknown patient harm/adverse event reported.